Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) was being used for defibrillation threshold testing with the patient's pre-existing right ventricular (rv) lead. Ventricular fibrillation was induced; however, no shock was delivered, and the ICD exhibited (via the programmer) code 1004, indicative of a shock being delivered into a shorted circuit. The patient returned to a normal rhythm and surgical intervention was performed and the ICD and rv lead were explanted and replaced. The physician believed the rv lead may have been touching the can in the pocket, thus causing the shorted circuit condition during shock delivery. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. Visual inspection found an arc mark of the device case. A review of the device memory confirmed a high voltage system fault (shock lead shorted) code occurred on (B)(6) 2024 which was the date of the attempted implant. The device was viewed using x-ray imaging, which showed a blown fuse, consistent with a shock into a shorted lead. Analysis was able to confirm the allegations made against the ICD in the field.

Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) was being used for defibrillation threshold testing with the patient's pre-existing right ventricular (rv) lead. Ventricular fibrillation was induced; however, no shock was delivered, and the ICD exhibited (via the programmer) code 1004, indicative of a shock being delivered into a shorted circuit. The patient returned to a normal rhythm and surgical intervention was performed and the ICD and rv lead were explanted and replaced. The physician believed the rv lead may have been touching the can in the pocket, thus causing the shorted circuit condition during shock delivery. No additional adverse patient effects were reported. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) was being used for defibrillation threshold testing with the patient's pre-existing right ventricular (rv) lead. Ventricular fibrillation was induced; however, no shock was delivered, and the ICD exhibited (via the programmer) code 1004, indicative of a shock being delivered into a shorted circuit. The patient returned to a normal rhythm and surgical intervention was performed and the ICD and rv lead were explanted and replaced. The physician believed the rv lead may have been touching the can in the pocket, thus causing the shorted circuit condition during shock delivery. No additional adverse patient effects were reported. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.